Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. No additional event or patient information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion"

Manufacturer narrative:
(B)(4). Date of event - correction (B)(6)2019" describe event or problem - correction "dexcom was made aware on (B)(4)2019, that on (B)(6)2019, a loss of connection occurred." Date received by manufacturer - correction - please note that the first report submitted with an incorrect (B)(4)2019.

Event description:
Dexcom was made aware on (B)(4)2019, that on (B)(6)2019, a loss of connection occurred. Data was evaluated and the allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported.